Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af284 with lot number 85323, were returned and analyzed. The data files showed at least 13 applications were performed with the returned balloon catheter. System notice (B)(4) ¿the safety system has detected fluid in the catheter and stopped the injection¿ was seen on the date of the event. Visual inspection of the balloon catheter showed there is blood inside the balloon and at the coaxial connector port. The performance test failed due to system notice (B)(4) upon connecting it to the console. Pressure test revealed a guide wire lumen kink and breach 1.00 inches from the tip. The balloons were intact. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After the case was completed, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.